Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received multiple no delivery alarms and experienced high blood glucose levels of up to 460 mg/dl. She treated her high blood glucose levels with manual injections. The product was not returned. Nothing further to report.